Event description:
It was reported that an ilet pump¿s touchscreen was damaged, leaving the screen unusable and causing trouble operating the device; the user did not know how the damage occurred, there were no injuries, the device had been synced before shutdown, and a replacement was arranged while the original would be returned; the issue aligns with a fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with involved parties and analysis of information provided by the user and third party. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.